Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was not getting any stimulation due to lead impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned.